Manufacturer narrative:
After the initial report, microport determined this report was a duplicate of a previously reported event under MDR # 3010536692-2017-01577. Please void the initial report.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to cocr corrosion (left).